Event description:
The customer reported to olympus, the visera xenon light source was shutting down automatically after being turned on during preparation for use for a therapeutic hysteroscopic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced. However, the device was unable to be turned on during the device evaluation due to a defective converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon was the failure of the converter resulting to the power not turning on or shutting down automatically. The cause that led to the failure of the converter could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.